Manufacturer narrative:
The master tool manipulator was returned for failure analysis. Upon visual inspection, issues were found that would be related to the reported event. The mtm was then installed onto a patient fixture test platform (pftp) where sine cycle was ran, and hand controller worked once axis 3 counterbalance pot was tested on mtm. On testing was completed, the mtm was tested and was verified to be the source of the fault. The root cause is attributed to a defective component. The axis 3 counterbalance pot caused issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, there was an issue with the left-hand control. The customer stated that the site was unable to reboot the system, so they moved the surgeon over to the second console. The technical service engineer (tse) confirmed a fault on the master tool manipulator (mtml). The customer was continuing with procedure. The procedure was completed as planned with no reported injury.